Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the burr was entangled with the guidewire. The diffused stenosis was located in the left anterior descending artery with obvious calcification under angiography. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During procedure, it was noted that after the burr was inserted into the body, it started at high speed, then it was found to be entangled with the guidewire. Firstly, the guidewire was replaced and then reinserted. However, the procedure could not proceed. Furthermore, the burr was replaced and the procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.